Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected even within a week of previous occurrence. Customer also reported that they had insulin flow blocked alarm and no reservoir detected alarm but insulin was exited at quick release. Customer¿s blood glucose was 25mmol/l. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and self test. Insulin pump received power error detected due to non-sleep anomaly software error. Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Insulin pump passed rewind, prime/seating, basic occlusion and force sensor test.